Manufacturer narrative:
Pump exchange and rv failure was reported in related manufacturer's report number: 2916596-2020-03584. (B)(6) 2019 admission was reported in related manufacturer's report number: 2916596-2020-03876. (B)(6) 2020 admission was reported in related manufacturer's report number:2916596-2020-03882. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted from (B)(6) 2020 for pseudomonas (2 species) lvad driveline infection and concern for transient bacteremia from driveline site. According to information provided by the vad coordinator, the patient has struggled with persistent pseudomonas driveline infection post implant. He has had multiple debridements and wound vacs and courses of IV and oral antibiotics. It was reported that the patient's first admission for the driveline infection was on (B)(6) 2019 ((B)(6) bacteria) & first debridement with wound vac was (B)(6) 2019¿discontinued (B)(6) 2019. The second admission was (B)(6) 2020 with pseudomonas aeruginosa (2 strains). Debridement done (B)(6) 2020 with vac placement¿discontinued (B)(6) 2020. The third admission was (B)(6) 2020 with ¿septic picture¿, blood cultures negative. Debridement done (B)(6) 2020¿no vac placed. Copious amounts of drainage from the driveline site within a few short weeks after each time the vac was discontinued. The 3rd admission was the only time the patient was febrile with elevated procalcitonin & crp. He was on antibiotics throughout the courses above, the most recent being on IV ceftriazone prior to being admitted for pump exchange. Remains hospitalized currently with rv failure & respiratory failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event